Manufacturer narrative:
Additional information was received regarding the investigation: a quality complaint investigation began august 27, 2015, but the evaluation is still in progress and pending completion. The customer reported icc code/product ref. Number 158100410190 with product lot number 655189. This information regarding the actual reported icc code and its related lot number 655189 has not been confirmed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no report of harm to the patient due to the device malfunction. Additional information has been requested, however no additional details have been provided, however should information be provided, a follow up report will be submitted.

Event description:
It was reported there was a leak through the kombikon valve.